Manufacturer narrative:
Batch review performed on 02 december 2024. Lot 2012819: (B)(4) items manufactured and released on 24-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants revised: ball heads: mectacer 01.29.205 mectacer head biolox delta dia.32 12/14-m (k112115) lot. 2109338 batch review performed on 02 december 2024 (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 188505 batch review performed on 02 december 2024. (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years 9 months after the primary, the patient came in reporting pain and the cause of pain is unknown. The surgeon revised the stem, head and liner and the surgery was completed successfully.